Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w interpreted as between)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis (" bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems. Discrepancy noted in essure insertion date: (B)(6) 2015. Product insertion date updated from (B)(6) 2014 to (B)(6) 2010. Left: 1 coil, right: 4 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient middle name, medical history, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.